Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature, a prospective study conducted between january 2022 and december 2024 evaluated 36 patients undergoing elective video-assisted thoracoscopic surgery (vats) lobectomy under spontaneous ventilation with intubation, in which endo gia¿ staplers were utilized for dissection and division of the pulmonary artery, pulmonary vein, fissures, and bronchus. The study aimed to fill this gap by conducting a two-cohort analysis of patients undergoing vats lobectomy with spontaneous ventilation and intubation (svi): one group with confirmed chronic obstructive pulmonary disease (copd) and a matched non-copd control group. All procedures were completed successfully using a standardized uniportal vats technique, with systematic mediastinal lymph node dissection performed in all cases. The study demonstrated that the endo gia instrument provided reliable staple line formation and effective tissue management during critical pulmonary resections, with no device-related malfunctions or intraoperative complications reported. Postoperatively, the most commonly observed complication was prolonged air leak, while other events such as mild atelectasis and transient atrial fibrillation were noted and deemed unrelated to the device. Importantly, no conversions to thoracotomy or controlled mechanical ve ntilation were required, all patients were extubated in the operating room, and there was no 30-day mortality. Overall outcomes indicated stable intraoperative performance, acceptable complication rates, and favorable patient recovery, supporting the safety and ef fectiveness of endo gia staplers in minimally invasive thoracic surgery settings.

Manufacturer narrative:
Szarvas, m., fabo, c., demeter, g., oszlanyi, a., vaida, s., furak, j., and szabo, z. To breathe or not to breathe: spontaneous ventilation during thoracic surgery in high-risk copd patients¿a feasibility study. Journal of clinical medicine, volume 14, article 8244, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature, a prospective study conducted between january 2022 and december 2024 evaluated 36 patients undergoing elective video-assisted thoracoscopic surgery (vats) lobectomy under spontaneous ventilation with intubation, in which endo gia¿ staplers were utilized for dissection and division of the pulmonary artery, pulmonary vein, fissures, and bronchus. All procedures were completed successfully using a standardized uniportal vats technique, with systematic mediastinal lymph node dissection performed in all cases. The study demonstrated that the endo gia instrument provided reliable staple line formation and effective tissue management during critical pulmonary resections, with no device-related malfunctions or intraoperative complications reported. Postoperatively, the most commonly observed complication was prolonged air leak, while other events such as mild atelectasis and transient atrial fibrillation were noted and deemed unrelated to the device. Importantly, no conversions to thoracotomy or controlled mechanical ventilation were required, all patients were extubated in the operating room, and there was no 30-day mortality. Overall outcomes indicated stable intraoperative performance, acceptable complication rates, and favorable patient recovery, supporting the safety and effectiveness of endo gia staplers in minimally invasive thoracic surgery settings. To breathe or not to breathe: spontaneous ventilation during thoracic surgery in high-risk copd patients¿a feasibility study.